Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Added: d4 (expiry date). Corrected: d4 (primary UDI number). H6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned sample found that a fragment of the thread was observed torn but remained attached. Damage consistent with intended implantation was also observed. Even though a complete functional test cannot be performed, the observed condition of the device can contribute with correct assembling. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. Surgical technique. Af was reviewed and the following relevant statement was found at page 63: inserting the 0 mm end cap remove the connecting screw using the ball hexagonal screwdriver with spherical head while leaving the insertion handle connected to the nail. Insert the 0 mm end cap using the stardrive screwdriver through the insertion handle. A guide wire can be used to help ensure alignment while inserting the end cap. After the end cap is inserted, remove the insertion handle from the nail. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the tfna end cap extens. 0 tan would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. A manufacturing record evaluation was performed for the finished device product code: 04.038.000s. Lot number: 16090p1. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 02-may-2024. Manufacturing site: jabil bettlach. Expiry date:01-apr-2034. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an open reduction/internal fixation with tfna (trochanteric fixation nail advanced) for a femoral trochanteric fracture. The surgeon struggled to insert the end cap in question. A new end cap was inserted without any problems instead of the end cap in question. The surgery was completed successfully within 30 minutes delay. There were no adverse consequences to the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.